Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Customer declined replacement product at this time. Customer did not indicate product problem; unable to determine most likely underlying root cause. Test strip (B)(4). Manufacturer contacted customer on 07/24/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer stated her condition had improved and she did not currently have any diabetic symptoms. Customer stated that on (B)(6) 2017, she went to the ER because she was sweating. Upon arrival, her blood glucose test result was 63 mg/dl fasting. The diagnosis from the ER was hypoglycemia. No medical treatment was received; customer stated she was educated, trained on how to use the meter and released the same day ((B)(6) 2017). Additional blood tests performed with the truemetrix meter produced fasting result of 105 mg/dl and non-fasting result of 127 mg/dl. Customer was not concerned with the results or product.

Event description:
Consumer called requesting training on using lancing device. While assisting the customer with running a blood test, customer states that she is sweating and needs to seek medical attention. The test strip lot manufacturer's expiration date is 11/15/2018.